Manufacturer narrative:
Although cause of death was not provided, investigation of the device suggests that the user had a severe low blood glucose event during the evening hours the day he passed. The user delivered two quick bolus requests within 42 minutes without entering glucose values or carbohydrates and while having insulin still on board. Subsequently, the user manually conducted a supplemental correction bolus while the cgm glucose values were trending down. The insulin pump suspended insulin delivery using the basal iq algorithm, all alerts and alarms were triggered to notify the user of a low blood glucose event, however, customer did not respond. Customer had been prescribed clonazepam, a drug known to have sedative effects, with instruction to take at bedtime. The pump was tested and passed all specifications. There is no evidence the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away however cause of death was not provided. The pump history log was reviewed and there is no evidence the insulin pump experienced a malfunction or failure. All appropriate alerts and alarms were annunciated correctly and continued to repeat in the appropriate cadence. We found in the logs that the user had made recent profile settings changes and also made multiple bolus insulin requests without entering in blood glucose or carbohydrates and while having iob (insulin on board).